Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Regarding the acetabular cup, liner, and femoral head, review of the device history records/and or search of the complaints databases was also not possible as the product and lot codes were unavailable. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. The investigation could not verify or identify any evidence of product contribution/error with regard to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update (B)(4) 2011 - litigation papers were received. They allege that patient also experienced hip dislocation and swelling of the thigh and hip, in addition to infection. The complaint was reopened to reverse the MDR decision. Examination of the reported devices was not possible as they were not returned. Regarding the acetabular cup, liner, and femoral head, review of the device history records/and or search of the complaints databases was also not possible as the product and lot codes were unavailable. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. The investigation could not verify or identify any evidence of product contribution/error with regard to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Update - (B)(4) 2012 - cd with x-rays was received. The complaint has been reopened. There is no new information at this time that would change the outcome of the MDR decision. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the remaining products as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised due to infection.